Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The impella cp had low pump flows that prompted pump replacement. The 2nd pump was placed and percutaneous coronary intervention (pci) was performed. During the pci the patient required multiple rounds of cardiopulmonary resuscitation and despite efforts, the patient died. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).